Event description:
It was reported that the customer was unable to upload the data from his insulin pump at the doctor's office. His blood glucose level was 217 mg/dl. The customer's belt clip broke. The product was returned. Nothing further to report.

Manufacturer narrative:
Unit was downloaded to carelink pro successfully. However, several displayable history check failed on startup alarms were found in the alarm history file. Displayable history check failed on startup alarms due to corrupted history file. Unit received with cracked case at display window corners, minor scratched lcd window, and missing end cap sticker.